Manufacturer narrative:
(B)(4). Date sent: 6/22/2023 d4: batch #129c30. Investigation summary, the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil slightly bent upwards and without reload present. In addition, dented soft touch on the proximal nozzle fin was observed. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached as to what may have caused the nozzle damage. The right button is difficult to press but still activates. The device was disassembled to verify the integrity of the internal components and the conformal coating around the right home button had an indentation on it. No marks in the coating around the right art buttons themselves. Confirmed damage to the conformal coating on pcb. Causes button interference. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the articulation button is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. The damage noted on the anvil is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 129c30, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a bariatric procedure the left activation button would not work, but the right one did. There were no patient consequences. It is unknown if buttressing material was used.